Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: forty seven samples received for investigation. Thirty nine were opened and eight were closed in the their primary packaging. Samples are evaluated for the reported defect (difficulty in opening the package). The tests performed include clean peel, and loose foreign matter in the fluid and non-fluid path. No defect observed, results were compliant. It is not possible to perform an evaluation of the defect to the 39 opened samples, only a visual inspection of the perimeter of the seal is performed, finding no evidence of fibers. Peel apart and perimeter seal during the process and quality inspection were in accordance. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There are 2 opening techniques for blister with direct seal described below: "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. "Straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced packaging tears while opening leaving paper shards in sterile field/room. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 303310 batch no. 9072973. I just received a whole box full of samples from the unit. Would like to return . Concern is the paper does not peel clean away from the syringe, some paper likes to stock to syringe. Packages do not tear open easy.